Manufacturer narrative:
Additional information section: b3, d6b, d9 & h6. Advanced bionics considers the investigation into this reportable event as closed. The recipient was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection revealed tool damage to the silicone overmold on the top and bottom covers, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented a electrical test from being performed. The device passed some of the electrical test performed. The failure of this device is attributed to an electrode short in the electrode pocket. Corrective actions were implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient's test data indicates impedance issues. Revision surgery is scheduled.